Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with liquid on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+2.5/064 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.